Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas sustained a cracked screen after being dropped, and the user transitioned to manual therapy with blood glucose reported as normal. Symptoms included no adverse clinical effects or alarms. Outcomes included continued therapy without interruption and the need for device replacement. Investigation included review of the event description, verification of shipping details for replacement logistics, user education on shutting down the device to prevent alerts, and guidance to sync data to the mobile app since data would not transfer to the replacement device. Investigation of this case revealed accidental physical damage to the display component consistent with user handling, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.